Event description:
Heads...come off of the toothbrush - oral-b [device breakage]. Heads do not locate securely onto the toothbrush - oral-b [device connection issue] product counterfeit - oral-b [product counterfeit] . Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads "do not locate securely" onto the oral-b toothbrush. He reported that the oral-b toothbrush heads repeatedly came off of the oral-b toothbrush while in use. No injury was reported. 21-sep-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
21-sep-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads...come off of the toothbrush - oral-b [device breakage] . Heads do not locate securely onto the toothbrush - oral-b [device connection issue]. May be counterfeit - oral-b [suspected counterfeit product]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads "do not locate securely" onto the oral-b toothbrush. He reported that the oral-b toothbrush heads repeatedly came off of the oral-b toothbrush while in use. No injury was reported.